Manufacturer narrative:
Additional information received from the local field representative confirmed that there were no plans for additional intervention at this time. The patient plans to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated that the patient recently presented for a device check due to a report of feeling pocket stimulation approximately once a day. The pacing configuration remained in unipolar. It was also reported that there was no rv capture when programmed bipolar. There was also some intermittent noise noted with unipolar pacing. It was suspected that the noise was related to the minute ventilation sensor. The minute ventilation sensor was turned off. The device sensitivity was also changed from 0.75 millivolts (mv) to 1.0 mv. During retesting of the rv lead the patient continued to feel muscle stimulation. The patient's thresholds were 2.3 volts at 1.0 millisecond, so the device output was not changed from 3.5 volts at 1 milliseconds. The ra automatic threshold tests were also turned off and programmed to a fixed output of 2.0 volts. Boston scientific technical services (ts) also discussed the possibility of a lead revision. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch on this pacemaker was triggered due to high pacing impedance measurements greater than 2,000 ohms on the right ventricular (rv) lead. There were also stored episodes with noise with this non-pacemaker dependent patient. The lead configuration was reprogrammed to unipolar pacing and bipolar sensing. Pacing impedance measurements returned to normal limits in this configuration. Pacing threshold measurements were programmed to 3.5 volts, as pocket stimulation was noted at 4 volts due to the unipolar pacing. The physician planned to monitor the patient. No adverse patient effects were reported.